Manufacturer narrative:
Correction to b5 of the related complaint. This report is being supplemented to inform correction in section b5 of the initial report submitted. Related patient identifier corrected- the related complaint is being corrected from (B)(6) to (B)(6). The correct related patient identifier is (B)(6)..

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is confirmed that distal cover would not come off scope tip when the distal cover is attached as per the correct steps in the instructions. Therefore, the suggested event may have been due to handling of device by the user such as the following. - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - the cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the suggested event could not be identified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation.  As stated in section b5, customer indicated the scope did not appear to have any signs of damage. Investigation is ongoing. This report will be supplemented accordingly following investigation. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that the maj-2315 single use distal cover fell off the tjf-q190v scope during an unspecified procedure and was found inside the patient's mouth. There was no patient harm or injury reported due to the event. Per the report, the scope did not appear to have any signs of damage. The customer does not have the lot number for the cap that was used. The packaging and the cap itself were already discarded. Related patient identifier: (B)(6).